Manufacturer narrative:
Patient information received.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. A photo of the second registration performed was received by medtronic personnel for evaluation. The tracer registration was noted that there were minimal points on the nose poor registration points were collected on the side of the head. It was noted that the skin quality on the patient was good.

Event description:
A medtronic representative reported that, while in a transsphenoidal functional endoscopic sinus surgery (fess), an imprecision ranging from 4mm to 7mm was observed. It was reported that the patient was re-traced to continue with the procedure, however the imprecision continued. The surgeon opted to complete the procedure without the use of the navigation system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.